Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 1 drawer 3 failed. Customer restarted the station, but still issue persisted and medication scanner failed to work. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 required maintenance. A field service engineer (fse) inspected drawer lock assembly and found contacts needed to be cleaned. Further the fse cleaned and adjusted connectors to resolve the issue. Multiple tests were performed with no failures. The fse also had the customer perform multiple open and close actions under their access process with no errors. The system was operational. The system functioned as intended after the field service engineer repaired the device.